Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had a cut at the valve stem. There is no report of death, injury or delay in treatment. The vac pac device was reported to have been purchased in (B)(6) 2016.